Manufacturer narrative:
The complaint has been visually verified as returned device shows the tip has been detached which will substantially decrease the functionality of the devices. The root cause was most likely associated with the device coming into contact with a metal object. Physical evidence of the returned devices may also suggest the devices were used for mechanical displacement of tissue through applied force or as a lever to enlarge the surgical site or gain access to tissue. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a procise lw wand, the device did not function correctly. This deficiency led to a hour long surgical delay. The procedure was completed using a back up device. There were no patient complications reported as a result of this event.